Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s hypovolemia, hypotension and lightheadedness, which resulted in hospitalization and rehydration. Causality was attributed to the patient¿s performance of a non-prescribed additional ccpd treatment, and the overuse of 4.25% delflex. The pdrn stated the events were not due to a fresenius product(s) or device(s) malfunction or deficiency. Hypotension is a common and serious complication among pd patients, and hypovolemia is one of the leading causes. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to a drop in blood pressure. Upon follow-up, the patient¿s primary peritoneal dialysis registered nurse (pdrn) confirmed the patient¿s hospitalization on(B)(6)2020 through (B)(6) 2020 due to hypotension, characterized by lightheadedness. The patient stated noting increasing edema in lower extremities (timeline not provided) and performed approximately 2-4 treatments utilizing 4.25% delflex only (treatment data not provided). Additionally, the patient performed an additional, non-prescribed treatment on (B)(6) 2020 to remove extra fluid. On the morning of (B)(6) 2020, the patient became lightheaded and was taken to the hospital. The patient was found to be hypotensive (blood pressure approximately 70/30) due to ¿over ultrafiltration,¿ and was admitted for monitoring and rehydration. Per the pdrn, the events were attributed to the patient¿s performance of a non-prescribed additional treatment (6 instead of 5 per week), and the overuse of 4.25% delflex. The patient has standing orders to increase the delflex strength when lower extremities swell (chronic), however the patient admitted to using only 4.25% delflex solution, which resulted in the patient¿s hypotension. The pdrn stated the event(s) were not due to a fresenius product(s) or device(s) malfunction or deficiency. The pdrn reported the patient has recovered from the events and continues to perform ccpd therapy at home, utilizing the same liberty select cycler as before the events.